Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2026 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2026 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 09-dec-2029, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 09-dec-2029, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller stated that the patient had x-rays done and it was found that one of the leads had moved. Caller said they are going to reinstall a new lead on (B)(6). Agent asked, caller stated that the patient didn't have any falls or anything, but for some reason the leads moved on their own. Caller also said the patient wasn't getting the therapy relief that they were with the temporary implant. The patient was redirected to their healthcare provider to further address the issue.